Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds, atrial undersensing and an atrial lead position check failure on the right atrial (ra) lead. It was also reported that the implantable pulse generator (ipg) device cardiac compass had invalid data. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.